Manufacturer narrative:
After retrospective review of complaints, this report will be filed in abundance of caution because record was not reported. No additional information or communication with the end user after the initial report.

Event description:
Customer was cut by latch block resulting in eight stitches.